Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 595 mg/dl. Customer had blood glucose levels in the range of 400 and 500 mg/dl,600 mg/dl. Customer had symptoms such as nausea and shaky. Customer did not allege insulin pump for under delivering. Customer was not using auto mode feature at the time of event. Customer declined troubleshooting for high blood glucose level. Customer stated that the metal ring popped out. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.